Manufacturer narrative:
(B)(4). Physio-control evaluated the device and in addition to verifying the reported failure, it was observed that the device would not power on. The cause of the reported failure was observed to be a shorted inductor, designator l1 from the analog pcb assembly. The customer received a replacement device.

Event description:
The customer reported that their device would not recognize a battery, when installed. The same battery functions in other devices. This would lead this device to not have the ability to power on and deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.